Manufacturer narrative:
(B)(4). Additional concomitant medical products: nexgen tm patella, catalog #: 00587601019, lot #: 63709060. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address pain and slight laxity. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the provided x-ray by a private hcp indicates that single lateral film of the left knee demonstrates a left total knee arthroplasty without radiolucency. No hardware fracture or bony fracture is seen. There is no mention of any identifiable factor that could contribute to joint laxity. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a knee arthroplasty revision approximately ten (10) years post-implantation due to pain, joint laxity/instability, and loosening/fracture of the patella component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: unknown product code manufacturing date unknown if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address pain, joint laxity and patella loosening. When the patella was removed, it was noted to have a fractured peg and that the patella was implanted into soft tissue and not bone. Attempts have been made and no further information has been provided.